Event description:
This event was reported as valve explanted after approximately 1 hour implant duration due to oversizing of the valve. The patient was brought back to surgery and received a size 21mm valve. No further information was provided.